Event description:
It was reported that there was an attempt to place a new implantable neurostimulator (ins) battery to the existing lead and extension in the patient; the battery replacement was taking place due to a battery site infection (as reported in MFR. Report # 3004209178-2015-01524). When the extension was unscrewed from the lead, one of the lead electrodes was fractured; thus, making the lead non-functional. The surgeon then removed the lead and extension. The patient no longer has a spinal cord stimulation system, and the patient was referred to the pain physician to re-trial. The patient did not experience any symptoms when the lead was fractured, and no outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).